Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he has an infection at the infusion set insertion site. Customer stated it was painful upon insertion and pain remained for the duration of wear; when he removed it he had a 6 or 7 inch red circle all around the site. He was given antibiotics. Customer stated that between the infection and the antibiotics he had high blood glucose up to 400 mg/dl. Nothing further reported.